Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that implant of the impella cp was not successful due to kink or bend in the cannula. A new impella cp was opened and successfully inserted.

Manufacturer narrative:
The investigation for the product damage has been completed. Clinical details states that during delivery of the pump, the cannula got kinked. The cannula did not kink during support. Returned product was investigated and a slight kink was noted in the cannula near the outflow cage. There were no other visual abnormalities. Clinical details do not provide much detail that would suggest why delivery was difficult, as the rep was not present for that part of the case. However, the second pump was able to be delivered without issue. Based on returned product and clinical details, the root cause of the delivery issues was determined to most likely be a use issue. Corrections to the initial MFR report: h6 impact code 4627 changed to 4627.